Event description:
It was reported that a patient underwent a abdominal total uterus+right accessory+left salpingectomy procedure on (B)(6) 2022 and suture was used to sew the skin inside the skin. The patient was generally in good condition, and received symptomatic treatment such as infection prevention, fluid infusion and wound dressing change. On the 6th day after surgery, it was found that the skin at the suture of the wound was red and exudate a little. Considering the possibility that the skin would reject the absorbable suture and cause partial liquefaction of the wound, we expanded the wound range at the exudate, cleaned the wound with iodophor cotton balls, placed drainage strips, and changed the dressing of the wound every day. The skin redness of the wound subsided, and the exudate gradually decreased. The patient was discharged from the hospital on the 9th day after the surgery . The outpatient changed the dressing regularly, and the wound healed on the 16th day after the surgery without redness and swelling, bleeding and oozing. The patient had post-op inflammation. & wound secretion. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? What is meant by ¿expanded the wound range at the exudate¿? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # ==> (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - unk the diagnosis and indication for the index surgical procedure? - see the event details what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? -unk on what tissue was the suture used?- see the event details what was the tissue condition (normal, thin, calcified, fragile, diseased)?-unk how was the suture placed (interrupted or continuous)? -continuous please describe any medical/surgical intervention required for this suture event including dates and results. - see the event details did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? -unk how was the suture originally tied (multiple knots, square knot, etc.)? -unk other relevant patient history/concomitant medications? - unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? -unk what is the patient's current status? - good if applicable, will product be returned? If so, please provide the return date and tracking information. - no. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. - no. Does the patient have a known allergic history to any medical devices, food and/or medication? - unk was allergy testing performed? If so, please describe with results.-unk are there any photos available?-no. What is meant by ¿expanded the wound range at the exudate¿? -translation issue, it should be "more area near wound was cleaned with iodophor cotton balls, placed drainage strips,".